Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2010, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient went in for vaginal mesh removal, and upon palpation over where the device was placed, the patient complained of pain and requested the device be removed.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomalies. The ins battery was not in new condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from hcp indicated the lead was not completely removed and a small portion was left in dwelling. Hcp stated that the procedure was done on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.